Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn1177 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient agreed to have a groshong PICC inserted for chemotherapy. In the morning on may 7, blood return occurred in the catheter after around 20 cm of the catheter was advanced. Patency was good when it was flushed with a 20 ml syringe. Blood return occurred again when 30cm was delivered. It was suspected that this may be due to a valve issue. The insertion was therefore immediately terminated and this catheter was removed and replaced with a new one of the same model, which was inserted successfully with no blood return and good patency.

Event description:
It was reported that the patient agreed to have a groshong PICC inserted for chemotherapy. In the morning on may 7, blood return occurred in the catheter after around 20 cm of the catheter was advanced. Patency was good when it was flushed with a 20 ml syringe. Blood return occurred again when 30cm was delivered. It was suspected that this may be due to a valve issue. The insertion was therefore immediately terminated and this catheter was removed and replaced with a new one of the same model, which was inserted successfully with no blood return and good patency.

Manufacturer narrative:
6/25/2019 - the following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleedback is inconclusive since the complaint could not be reproduced and the conditions during use are unknown. One 4 fr groshong catheter was returned for investigation. The stylet flushing hub was returned within the catheter. Use residue was present within the catheter. The two-piece connector was returned unassembled. The product label showed lot: recn1177. Microscopic observation of the valve slit revealed no apparent issues. The catheter was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. The valve slit length was measured and found to be within specification. Since the conditions to which the device was exposed during use are unknown and functional testing did not reveal any apparent issues, the complaint is inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.